Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that stent thrombosis occurred from the previously placed stent in left main coronary artery (lmca) extending to proximal left circumflex (lcx) and also site confirmed that target vessel revascularization was performed only once.

Event description:
Same case as MDR ID: 2134265-2014-02127. (B)(4). It was reported that stent thrombosis, myocardial infarction (mi), chest pain occurred. On (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was a de novo lesion located in the distal circumflex with 99% stenosis and was 12 mm long with a reference vessel diameter of 3.25 mm. The lesion was treated with pre-dilatation and placement of a 2.75mm x 16mm ion stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de novo lesion located in the left main coronary artery (lmca) with 90% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 2.75mm x 16mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with severe retrosternal chest pain and was brought to emergency room and was diagnosed with st-elevated mi and was hospitalized on the same day. The cardiac enzymes were found to be elevated. It was observed that the patient experienced ischemic symptoms. ECG was performed and revealed q-wave posterior wall mi. Subsequently, coronary angiography was performed. The 99% in stent focal restenosis of the study stent located in lmca was treated with balloon angioplasty with 0% residual stenosis. The 99% stenosis of the previously placed study stent located in proximal circumflex was treated with balloon angioplasty with 0% residual stenosis. Medication was given to treat these events. Two days post procedure, the event was considered resolved without residual effects and was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).